Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, the patient underwent implant of a 26mm sapien 3 ultra valve by transfemoral approach. The sheath and delivery system were inserted without restriction and the valve was inserted successfully with no pre-or post-dilatation. The valve was implanted with good placement and no ar. Upon removing the delivery system through the sheath, there was initial resistance then a 'pop' sound. The sheath was screened and appeared intact and removed uneventfully from the patient. There were no identified vascular complications and the patient was returned to the ward following a successful procedure. It appeared the balloon was caught on the tip of the sheath causing balloon rupture. Vessels were not overly tortuous and the operator ensures that the balloon was sufficiently deflated with maximal negative pressure through the ql2530 inflator. An image provided by the site shows a tear in the distal tip of the sheath.

Manufacturer narrative:
Added h.6 type of investigation and investigation findings. Corrected h.6 investigation conclusions. The device was not returned for evaluation. As no lot number was provided, neither a DHR review nor lot history review were able to be performed. During manufacturing of the esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was provided by the hospital and tip of the sheath was noted to be torn, a radial tear near the distal end of the sheath. The liner appeared to have expanded, as designed, and the tip opened normally. The delivery system balloon was noted to have an altered profile and the crimp balloon appeared to be torn near the inflation to crimp balloon bond. The IFU, device preparation training manual, and device procedural training manual were reviewed. During delivery system removal, completely unflex the delivery system. Ensure flex tip is still over the triple marker. Ensure balloon lock is locked. Ensure the balloon is completely deflated. Retract loader (if needed). Pull the entire delivery system through the sheath. Maintain guidewire position in the aorta. Remove the suture securing the sheath. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. As there was no confirmed edwards defect, no corrective/preventative actions are required. The torn distal tip of the sheath was confirmed through imagery. However, a manufacturing nonconformance was not identified. As no lot/work order information was provided, reviews of the DHR/lot history were unable to be performed. However, no manufacturing nonconformances were identified during the evaluation. A review of manufacturing mitigations support that a manufacturing nonconformance likely did not contribute to the reported event. A review of IFU/training materials revealed no deficiencies. As reported in the complaint, the patient's ''vessels were very tortuous.'' Access vessel characteristics such as tortuosity can create a challenging pathway for the removal of the delivery system and sheath. It is possible that the tortuous pathway created non-coaxial alignment between devices causing the balloon to be caught on the sheath tip during the removal process which then led to the balloon tear with excessive pull force. As stated in the complaint, ''the balloon from the delivery system got caught on the tip of the sheath'' which subsequently caused the balloon to rupture due to the pulling forces and excessive manipulation required to to remove it.'' Provided imagery shows that the liner expanded as designed and the tip opened as designed. The torn tip appears to match with the altered profile of the balloon in the front. As such, available information suggests that patient factors (tortuosity) and/or procedural factors (balloon torn, excessive manipulation) may have contributed to the reported event.